Event description:
The customer reported a blue fluid leak of approximately 20ml from the right compartment of a coulter lh 500 hematology analyzer during routine operation. The leak was not contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, glasses, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found cut tubing through pinch valve pv37. The fse replaced the tubing to resolve the issue. The repairs were verified per established procedures. (B)(4).